Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 242 mg/dl. Reportedly, a supply change was performed resolving the occlusion alarm.